Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open laparotomy, bowel resection and stoma formation, the device partially fired. This occurred on the second fire of the gun. The surgeon was unable to fire the device completely. The blade only progressed half way. Another stapler was used to complete the procedure. There was no patient injury.